Event description:
"Worn out."

Manufacturer narrative:
F8: unk; f11: unk; f10: device code: 1077, 1628; h3: examination of the valve in co's laboratory revealed calcification at each attachment site which resulted in stenosis of the effective orifice area, multiple disruptions, including detachment of each cusp, as well as incomplete coaptation. Host tissue overgrowth fused each commissure and encroached onto each cusp, contributing to stenosis of the valve. The majority of each leaflet was missing with clean-edges on the remnant tissue indicative of histological sectioning. Prior to receipt x-ray analysis revealed calcification with the aortic wall and belly of each cusp. Stent distortion was also noted and appeared artifactual of explant. The primary cause for determined to be due to calcification. These findings would account for the symptoms noted clinically. H6: 86 = x-ray analysis.